Event description:
It was reported that there was a problem with the jack. MFR investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a follow-up report may be submitted.